Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿after t1 was implanted, t2 fell off.¿ the t¿s and suture were returned separated from the device. T1 was bent and had suture cinched and knotted around it lengthwise. This is not conducive to proper anchoring as it does not deploy to a ¿t¿ behind the tissue. The depth limiter was attached. The delivery needle¿s distal tip was bent and twisted toward the right. The delivery curve was bent downward. Still the device cycled and actuated despite the damage. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: inadvertent twisting, bending, probing of the delivery needle. Difficulty with reaching the desired tissue location. Inadvertent double triggering. Incomplete needle penetration through meniscus. Per instruction for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a meniscus suture surgery, after t1 was implanted, t2 fell off. Both ts deployed at the same time. A backup device was available to complete the procedure with no significant delay and no patient injuries.